Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm and the air sensor was crushed. No adverse effects were reported. Additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing.

Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Customer reported problem was repeated, duplicated multiple times during functional test and verified in device mu status mode. Air detector sensor was defective and inoperable so it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.